Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect error. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (as) was unable to reproduce the reported proximal pressure line disconnect error during an inspection or after running the ventilator. The asp completed cleaning, running, and function tests before returned the device to the customer. The investigation concludes that no further action is required at this time.